Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID a620 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient representative said they got error code 1307 on the handset. Event date was also the 28th. Manufacturing rep initially indicated the message was persistent, but then later said they did not know if patient tried tapping "exit" then re-entering the app. Agent suggested patient try this if they have not already. If message persists, agent suggested manufacturing rep meet up with patient to attempt to connect with tablet and obtain log files. Agent asked if patient could have had any recent emi exposure, and manufacturing rep said when they turned therapy on for the first time on monday the 29th, they got "funky readings" on brain sense survey data because of patient's vns (vagus nerve stimulator). Manufacturing rep said they checked impedances and those came back normal. When asked if patient could have fallen, manufacturing rep said patient fell on the 25th, but didn't know if it was related to the implant. Caller mentioned patient was in the hospital for seizures when they activated therapy on 29th. Caller confirmed that despite implant being implanted on august 4th, therapy was not on at all until september 29th. Caller will have patient try previously mentioned troubleshooting and if that doesn't work, will meet up with patient to obtain log files.

Event description:
They got error code 1307 on the handset. Event date was also the 28th. Manufacturing rep initially indicated the message was persistent, but then later said they did not know if patient tried tapping "exit" then re-entering the app. Agent suggested patient try this if they have not already. If message persists, agent suggested manufacturing rep meet up with patient to attempt to connect with tablet and obtain log files. Agent asked if patient could have had any recent emi exposure, and manufacturing rep said when they turned therapy on for the first time on monday the 29th, they got "funky readings" on brain sense survey data because of patient's vns (vagus nerve stimulator). Manufacturing rep said they checked impedances and those came back normal. When asked if patient could have fallen, manufacturing rep said patient fell on the 25th, but didn't know if it was related to the implant. Caller mentioned patient was in the hospital for seizures when they activated therapy on 29th. Caller confirmed that despite implant being implanted on august 4th, therapy was not on at all until september 29th. Caller will have patient try previously mentioned troubleshooting and if that doesn't work, will meet up with patient to obtain log files. Additional information was received from manufacturing representative (rep). Rep reported that telemetry issue has resolved.

Manufacturer narrative:
Continuation of d10: product ID (B)(4). Lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.